Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50 serial: (B)(4), description: artisan surgical lead, 50cm; model: sc-4316, lot: 19599199 description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stopped responding under anesthesia and passed away towards the end of her implant surgery. The physician does not know what caused the patient¿s death but reported that the patient was very old. The physician does not feel the passing was device related and is not sure if it was procedure related.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient stopped responding under anesthesia and passed away towards the end of her implant surgery. The physician does not know what caused the patient¿s death but reported that the patient was very old. The physician does not feel the passing was device related and is not sure if it was procedure related.